Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent far field oversensing. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.